Manufacturer narrative:
H3 other text : a good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful.

Event description:
It was reported to philips that ECG reports error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.